Event description:
Additional information was received that the right ventricular lead displayed further instances of high defib impedance on remote follow up. The product will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction to previous supplemental to update g3 field.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high defibrillation impedance. No intervention was performed, and the patient's status was unknown.